Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap and near the heat shrink tubing open end; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the fiber appears blackened near the heat shrink tubing open end; the heat shrink tubing open end exhibits signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 113,960 joules of use and 41.12 minutes, "fiber broke" was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed by utilizing a second fiber. Patient outcome: "no injury" to the patient reported.